Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device kept shocking him when it got bumped or touched a certain way or ¿every once in a while.¿ it had been very sensitive around the area. The patient saw the health care professional (hcp) on the day of the report. This event occurred in (B)(6) 2014. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.